Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient came into clinic with vt. Interrogation revealed that therapy was interrupted due to a hv circuit damage alert. Device was explanted and replaced.

Manufacturer narrative:
No conclusion code available; the reported field event of high voltage circuit damage was confirmed in the laboratory. The damage is believed to have occurred during high voltage therapy delivery. The device was tested on the bench and low hv lead impedance as well as leakage was in the sensing and hv output circuits were observed. The cause of the low impedance could not be conclusively determined.